Event description:
Per home monitoring, the shock impedance on this patient's lead jumped up from around 40 to >150. They brought the patient in today and it is still >150. They will do an x-ray and dft testing and may explant the lead. The lead was capped, and the ICD was explanted on (B)(6) 2016.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.